Event description:
It was reported that the intraocular lens (iol) required repositioning. The patient underwent repositioning of the lens in a secondary procedure where the lens was rotated from 85 degrees to 99 degrees.

Manufacturer narrative:
If explanted, give date: not applicable, the lens remains implanted. (B)(4). Reason for non evaluation: to date, the intraocular lens remains implanted. A review of the manufacturing records was performed. Based on the manufacturing record review and historical review no non-conformances were identified. There were no associated nonconformity material reports with respect to the production order. Sterilization batch was released and there were no non-conformances. There were no environmental monitoring related non-conformances. The production order was not produced under deviation. There were no process and/or material changes. All pertinent information available to abbott medical optics has been submitted. Placeholder.